Event description:
The user facility reported that the device failed the downstream occlusion test during incoming biomedical inspection. There was no pt injury associated with this event. No add'l info is available.

Manufacturer narrative:
The device is available for eval, but has not yet been received by baxter for eval. Should the device be received for eval, a follow up report will be submitted upon receipt of eval results.